Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s permanent scs system implant procedure was cancelled due to infection. Reportedly, when the patient was brought to the or an infection was found at the ipg pocket. The patient was treated with oral antibiotics.

Event description:
Device 1 of 3, reference MFR report: 1627487-2017-06649 and 1627487-2017-06650. Additional information obtained revealed the physician had decided to place the trial extensions inside the already made ipg pocket. Reportedly, when the dr was going to remove the extensions and proceed with the ipg implant was when the pocket was found to be infected. In addition, as of this update the patient's incision was still healing. The trial extensions have been added to this report as devices 2 & 3.